Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection of the tubing indicates that the tubing below the second y-site smartsite is missing. The customer complaint of separation was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation, a specific root cause could not be determined, however, the issue may be due to the assembler or due to issues with the solvent dispenser. As a corrective action, a quality alert was generated to reinforce the correct solvent application and avoid gaps between components. A device history record review for model 37262e lot number 25029369 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set had separation. The following information was provided by the initial reporter: tubing set completely detached from smartsite y-site. Just below while carrier fluid was being administered. Patient and hcp were not harmed or effected during this event as this was not a hazardous drug. It contained carrier fluid that both the patient and hcp were exposed. Additional information received from the customer: at what point did this failure occur? During patient care. One time for me in pacu. One time for bradd sweatt during a case. What was the medication type and duration of the infusion? Medication: I do not recall. Did the patient receive a combination of any medications? I do not recall. How long has this product been used in your facility? For a few months.